Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument was not loading, not applying clips/clips falling off. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter was unable to provide any additional information about the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. Common causes of the failure mode for severely bent instrument grips -tips are attributed to damage during either use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips by applying excessive force on the jaws.

Event description:
Refer to h11 for follow-up information.